Event description:
Customer reported observing the battery icon on the display screen of their freestyle flash blood glucose monitoring system. Additionally, the customer also noted an error 4. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Complaint is confirmed. Performed investigation. Memory overwrite was observed. Found uom to be selectable and set to mg/dl. Customers and retailers have been informed through the fa16may2006 letter.